Manufacturer narrative:
(B)(4). Concomitant medical products: medical product - oxf anat brg rt md size 3 PMA, item 159575, lot 248140, therapy date - unknown, medical product - oxf uni tib tray sz c rm PMA , item 154723, lot 164090 , therapy date - unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-0099 and 3002806535-2018-0100. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the hospital that a patient underwent an initial right knee replacement . Subsequently, the patient experienced diffuse pain in his right knee. The pain was described as sharp, severe and was continuous/worse at night. The patient was treated surgically for this condition . It is mentioned in the surgical notes that the patient underwent 2 washouts possibly hematoma evacuations, however this cannot be confirmed at this time due to these procedures were performed in different hospital.